Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts occurred on the app. Data was evaluated and the allegation was not confirmed. It was indicated that the operating system for the mart device was not a supported system, which is misuse of the device. The probable cause could not be determined. No injury or medical intervention was reported.